Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There is tip damage. Microscopic examination revealed that the balloon has 20mm longitudinal tear starting at the proximal balloon waist. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 4.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed without any issue. No patient complications were reported and the patient's status was stable.